Manufacturer narrative:
A direct correlation between the report of gastrointestinal bleeding and the device could not be determined. The patient remains ongoing on pump support and no further events have been reported at this time. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 3 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2016 for reports of dizziness and shortness of breath for the last 3 days. The patient reported dark emesis prior to admission and a stool sample was positive for occult blood. The patient's hemoglobin was around 6 g/dl. The patient's symptoms were attributed to the low hemoglobin level and gastrointestinal bleeding. Anticoagulation therapy included warfarin. The patient was transfused with 2 units of packed red blood cells. The patient remained hospitalized as of (B)(6) 2016 with no diagnostic testing completed due to an unspecified inr level. On an unspecified later date, an esophagogastroduodenoscopy (egd) and capsule endoscopy study were completed. The egd showed no significant results and the capsule endoscopy showed normal bowel appearance. Although no areas of bleeding were found, it was reported that the dark emesis prior to admission, the positive stool sample for occult blood, and the low hemoglobin indicated both upper and lower gi tract sites that were not actively bleeding at the time of the procedures. The patient was discharged home on (B)(6) 2016. No additional information was provided.